Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. All associated lot documentation was carefully reviewed. No issues or discrepancies were found related to the reported complaint. No non-conformities nor deviations were reported for this lot. A sample analysis could not be performed because no photo or actual sample was received for evaluation. The complaint will be reopened if sample is received. The reported condition could not be confirmed. Based on the present information the reported issue could not be confirmed to be related to the manufacturing process. A root cause and action plan could not be determined without a sample to evaluate. The current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing site will continue to monitor the process, customer complaints and feedback notifications for any adverse trends that require immediate attention. In case of a repeated issues and/or recurrence, a new investigation for the specific event would be carried out for each case.

Manufacturer narrative:
Additional information h4 manufacture date added h3 evaluation summary the device history record (DHR) was reviewed, and this product was manufactured according to the established device master record. No deviation noted on all processing material and parameters. All quality control inspection criteria had been fulfilled satisfactorily. A sample was received and a visual inspection of the received sample was carried out according to the procedure. The balloon was inflated and deflated without problems. The catheter valve, when connecting the syringe, presented a certain pressure that prevents the syringe from connecting correctly to the catheter valve. The sample was forwarded to the supplier for evaluation. The sample was received at the supplier¿s site for evaluation and was physically inspected. No abnormalities were found. During investigation, the sample was subjected to an inflation test whereby 10ml water had been used as recommended in the specification. The balloon was able to be inflated and deflated normally as per its intended functions. No leakage was observed. Water from the balloon can be drained through the inflation channel smoothly and without blockage. The inflated catheter was also tested for its drainability. The catheter can be drained smoothly without blockage. The reported condition unable to be replicated. Thus, no manufacturing fault was found. No problem or abnormality was found. The reported condition was unable to be replicated. No manufacturing fault was found. No actions are necessary at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the balloon was tested by injecting water into the balloon via syringe before the catheter was inserted into the patient. The water wouldn't return to the syringe.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.